Event description:
Fire dept personnel were attending to a pt who was being given CPR for ten minutes prior to arrival. An initial rhythm analysis rendered a no shock decision with a check pulse message following. Chest compressions were started and it was reported that with each compression the device would give different voice commands, like check electrodes, check pulse, analysis and start CPR in no given order. A second analysis rendered a no shock decision. CPR was started again with the same malfunction occurring. The pt was then released to the ambulance care for treatment. Pt outcome was not reported.